Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump was unresponsive. During troubleshooting, the pump display turned on when plugged into a power source. Customer¿s blood glucose was not impacted. Customer reverted to an alternate method of insulin therapy.